Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the evaluation found the device displayed error code e433 due to a defective high voltage power board. Dust was also found inside the unit, one screw was found missing, and the foot switch connector was damaged and would not tighten properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found during general routine inspection. There was no patient or procedure involved.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain which is caused likely due to a defective foot switch, a defective cable connection, a defective transformer, a defective peak value rectifier, or a defective mother board. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.